Manufacturer narrative:
No report of patient involvement. UDI #: (B)(4). Legal manufacturer: (B)(4),

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.